Event description:
On (B)(6) 2010, patient reported when she was attempting to prime her infusion set, she noticed insulin building up around the luer lock. Patient stated she does not think insulin spilled into the cartridge department, but just to be sure, she dried it out and let it air dry. Verified patient did not see any insulin inside of the cartridge compartment. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.